Manufacturer narrative:
Follow-up information received on 29-aug-2016 and additional information received on 31-aug-2016 (quality-safety evaluation of ptc): the female patient complains about chronic pelvic pain since the essure insertion and was also restricted during sexual intercourse. Patient was arranged for a pelvic x-ray, as there was no solid evidence on ultrasound. In rx the localization was also somewhat ambiguous. In MRI the essure was in the tubes, the pain problem remains. The patient has now decided for hysterectomy with adnexectomy both sides and will be operated in the maternity hospital. Ptc global number (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up (operation report) received on 20-sep-2016: date of birth was updated. Her medical history included 2 spontaneous childbirth (1982 and 1996), tonsillectomy in 1985, left tennis elbow operation in 1995, abortion with curettage in 1999, left breast cancer with ablation and axilla dissection in 2005, reconstruction plasty with silicone implant on the left and reconstruction plasty on the right in 2006, umbilical mesh insertion for hernia in 2010, effort incontinence grade 2. Her concurrent condition included obesity (bmi (B)(6)) and spinal hemangioma, first diagnosed (B)(6) 2016. Essure was inserted in 2010. On (B)(6) 2016, operation was done (diagnostic laparotomy and therapeutic laparoscopy with hysterectomy and bilateral vaginal salpingectomy) due to chronic lower abdominal pain. According to the patient, the pain has been present since essure insertion in 2010. She wanted hysterectomy with concomitant adnexectomy in relation to her prior breast cancer. An MRI scan performed on (B)(6) 2016 and revealed normal position of the essure inserts. The patient is perimenopausal. During surgery it was seen, on the right, the essure device shortly before the perforation from the tube (essure was close to perforation out of the tube, but that there was no perforation). Inspection showed that both essure inserts were in situ. She is without discomfort after the surgery. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had chronic pain in the lower abdomen after essure (fallopian tube occlusion insert) insertion. The physician was planning essure removal. A hysterectomy with adnexectomy both sides was performed approximately 6 years after essure insertion. The reported event is listed according to essure's reference safety information. During and after essure insertion, lower abdominal pain may occur. In this case, patient's pain did not appear directly after the insertion of essure; however it evolved during the course of time. She was submitted to an ultrasound, although no abnormality was seen during this test; considering the reported event's nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required (implied). Additionally, non-serious events were reported. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Bayer is closely monitoring the benefit-risk profile of essure. Ongoing monitoring activities have not identified any new safety signal with regard to these meddra pts.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 18-apr-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6). At the reporting time, the patient was in (B)(6) and the physician was requesting guidance on how to remove essure since it has to be removed. Since no adverse event was reported this case was considered invalid. New information received on 22-apr-2016 completes and validates the previously invalid case. Case considered valid from this date forward. The patient had chronic pain in the lower abdomen which has evolved during the course of time. Pain did not appear directly after the insertion of essure. The patient did not remember when the insertion was made just that insertion happened without anesthesia and therefore she was in terrible pain. Patient is not the slimmest. An ultrasound was performed and nothing was seen, an x-ray image was made and as soon as physician knows more, the essure specific questionnaire will be filled. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had chronic pain in the lower abdomen after essure (fallopian tube occlusion insert) insertion. The physician was planning essure removal. The reported event is listed according to essure's reference safety information. During and after essure insertion, lower abdominal pain may occur. In this case, patient's pain did not appear directly after the insertion of essure; however it evolved during the course of time. She was submitted to an ultrasound, although no abnormality was seen during this test; considering the reported event's nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.